Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the audio bolus button had fallen off. There was no reported adverse event associated with this complaint. No further information was available. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This complaint is being reported due to the alleged audio bolus button defect.

Manufacturer narrative:
(B)(6)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all the key contacts. The audio bolus cover and plug were detached from the pump, exposing the internal contact.